Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2022. D6b: explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 20609600/5014893.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products were disposed by the facility.